Event description:
At 6 am, pt was unresponsive. Pt's blood glucose (bg) was 136 mg/dl. Emergency medical system was called immediately after pt's bg was taken. When ems arrived, ems performed a bg test and received a result of 54 mg/dl. Pt was taken to the hosp. By the time the pt arrived at the hosp, their bg was 91 mg/dl. Pt was admitted to the hosp because pt had high levels of triponin and high blood pressure. The adon thinks emergency medical system admitted glucose to the pt. The pt did not receive any food, drink, insulin or medication the morning of the incident. Pt's insulin is administered on a sliding scale.